Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified the ball tip of the reamer driver has fractured off. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while surgeon was using the instrument the head of the instrument fractured. There was no foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.